Event description:
Patient was revised to address pain and cup loosening. The backside of the device was full of soft tissue. Update litigation alleged the asr hip was explanted due to pain, weakness, difficulty with daily living activities and increased metallic ions in her bloodstream. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain and cup loosening. The backside of the device was full of soft tissue. Update (B)(6) 2013 litigation alleged the asr hip was explanted due to pain, weakness, difficulty with daily living activities and increased metallic ions in her bloodstream. There is no new information that changes the outcome of this investigation. **update**(B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the femoral head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.